Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Correction - d9 updates fields: b5, g3, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the investigation the probable causes of the alleged failure no image is due to stain image/dark image. The most probable cause of this complaint is a random component failure without any design or manufacturing issue. The root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope did not produce an image. The issue occurred during inspection for use for an unspecified procedure. There were no reports of patient harm.